Event description:
It was reported that the customer had an issue regarding infusion set insertion and no delivery alarm on the insulin pump. The customer was offered to transfer to helpline but he declined. The customer stated the he plans to review the report again and bring anomalies up with dcm.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.